Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2025, the target lesion located from the left main coronary artery (lmca) to the proxmial left circumflex artery (lcx) was treated using a 3.50 x 24mm synergy drug-eluting stent. After use of the stent, there was 0% residual stenosis an timi flow of 3. In (B)(6) 2026, the patient presented to the hosital with symptoms of chest pain. Coronary angiography revealed 70% in-stent restenosis at the proximal lca. Another synergy stent was placed in the target lesion. Post procedure the residual stenosis was noted to by 0% and timi flow was 3. The patient was discharged from the hospital two days later.